Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by corrosion. One device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated. One event had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was not available to stryker for evaluation. There were no remedial actions taken.  This device is not labeled for single-use. Device was not returned for evaluation.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. One event had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.